Event description:
It was reported an echocardiogram revealed mitral regurgitation (possibly paravalvular) which required the patient to undergo re-do mitral valve replacement. During the explant procedure, one leaflet fractured and the fractured portions were not able to be recovered and remained within the patient. The patient was reported to be in critical condition. Additional information has been requested.